Event description:
The customer reported that the system's images during cinema playback could not be interpreted. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reseated the cinema bridge board, reload the software, replaced the power cord and the power switch. The system was tested and found to be working as intended and put back in service.